Event description:
Customer reported that she had high blood glucose and dka. Customer went to the emergency room and was hospitalized. The blood glucose reading was over 400 mg/dl. Customer stated that his insulin pump was not working correctly it was alarming button error. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window, cracked reservoir tube lip and scratched around casing.